Manufacturer narrative:
One forceps sample was received in an inner blister without the cover foil. The returned sample shows bent grasping arms and surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. It shows surgery residuals and bent grasping arms. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to be verified. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conforming when leaving the production. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps would not reopen after grabbing the membrane during a membrane peel surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.